Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a backup alarm failure had occurred. The biomed duplicated the reported issue. The remote service engineer (rse) provided the part number of the power management (pm) printed circuit board assembly (pcba) and central processing unit (cpu) printed circuit board assembly (pcba). The customer replaced the cpu pcba and request option codes to complete resolution. The rse provided the customer with the option codes and confirmed the reported issue was resolved. The customer replaced the cpu pcba and installed option codes to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.